Event description:
It was reported that the cartridge broke as customer was attempting to remove it.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer had difficulty removing cartridge from pump. Customer's blood glucose level was 91-203 mg/dl. Reportedly, customer was able to remove cartridge and load on a new one successfully.